Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an aneurysm located in the moderately tortuous, moderately calcified, saphenous vein graft to the left anterior descending artery. The 2.8 x 26 mm graftmaster stent delivery system (sds) was advanced; however, did not cross. An attempt was then made to cross with a 2.8 x 19 mm graftmaster sds; however, it also did not cross. A non-abbott sds was able to cross and the stent deployed with a good end result. No adverse patient effects or clinically significant delay in the procedure were reported. Return device analysis noted flared struts on the proximal end of the 2.8 x 26 mm graftmaster stent and the stent implant had moved on the balloon. There was also a tear in the balloon. Follow-up information from the account reported that resistance was felt during removal of the device from the patient due to the calcification. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). A visual and dimensional inspection was performed on the returned device. The reported material deformation (flared/bent stent struts) and torn material was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, new information received from the account indicates that the tear in the balloon and flared stent struts were noted after the stent delivery system was removed from the patient. No additional information was provided.